Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-oct-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 5 mg/ml morphine at 0.6004 mg/day. The reason for use was not reported. It was reported that the patient was referred to a doctor for a revision and/or replacement of her pump catheter. She states that there has been an unexpected amount of residual left in the pump at the last refill and she feels like her pump is not working appropriately and giving the relief she used to have. The pump was occasionally flipping inside of the pocket. The event date was reported as (B)(6) 2019. Environmental/external/patient factors that may have led or contributed to the issue included ¿weight loss after bypass surgery.¿ diagnostics/troubleshooting included x-rays taken today ((B)(6) 2019). The catheter tip was in the intrathecal space, per the doctor. Referring office reports they had tried to aspirate from the catheter access port (cap) at the last refill date and were unsuccessful. Interventions/actions that were taken to resolve the issue included a catheter revision or replacement being scheduled. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.